Event description:
It was reported that shaft break occurred. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft was broke. The detached portion of the device was pulled out and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
A synergy xd mr us 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft was broke. The detached portion of the device was pulled out and the procedure was completed with another of the same device. There were no patient complications reported.